Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they did not think their ins was not working and they thought the device might have come detached or moved inside. The patient mentioned that the therapy was not working well. They mentioned that they felt pain right over the implant area. They stated that instead of being flat that it was "kind of turned." The patient mentioned that they felt the stimulation strong and uncomfortable before but now they felt nothing. They called their healthcare provider (hcp) and was redirected to contact the manufacturer and was told to contact their hcp back after calling us. The agent walk the patient through on connecting to their implant and successfully adjusted the stimulation to a comfortable level. Agent redirected patient back to their hcp regarding the other symptoms reported.